Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "low" (<3.9 mmol/l) (<70mg/dl) causing the patient to vomit. The patient consumed a high quantity of food to increase bg levels. After the large food consumption, the patient's bg meter read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn for between 36 and 48 hours on the arm. In order to treat the high bg levels, the patient was admitted to intensive care unit at the hospital for two days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.